Manufacturer narrative:
Image review: upon reviewing the medtronic sizing report, the device measurements appear accurate. The branch pulmonary artery arrangement could be a complicating factor in device deployment and may have impacted the malpositioning of the device based on the event description. To re-sheath the harmony transcatheter pulmonary valve (tpv) with the large non-medtronic (bore) sheath, a 26 french is a bailout that could be necessary; however, it is listed in warnings and precautions list in the instructions for use (IFU). As listed in the IFU: 4.1 warnings, 4.1.2 transcatheter pulmonary valve (tpv): do not attempt to recapture the device once deployment has begun. 4.2 precautions, 4.2.3 during use: once deployment is initiated, retrieval of the tpv from the patient is not recommended. Retrieval of a partially deployed valve may cause mechanical failure of the delivery catheter system or may cause injury to the patient. Refer to section 5.0 for a list of potential adverse events associated with the harmony tpv implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right pulmonary artery wire position was used during deployment. The first valve was unable to be recaptured into the non-medtronic (dry seal) sheath prior to the explant of the second valve, so the entire system was withdrawn as a unit. It was noted that the patient had tetralogy of fallot which contributed to the ventricular tachycardia. Additionally, the ventricular tachycardia occurred follow the dislodgement of the second valve. Multiple runs of non-sustained ventricular tachycardia occurred until the second valve was explanted. The patient was not taking any anti-arrhythmic medications prior to or after implant of the valve, and an electrophysiology study was performed prior to implant of the valve. The second valve was deployed supra-annular prior to dislodging into the right ventricular outflow tract (rvot). Per the physician, the arrythmia was caused by the valve dislodgement. Additionally, the patient had no indication for an implantable cardioverter defibrillator (ICD) or ablation prior to the implant procedure other than routine substrate modification. An ICD was not placed. Per the physician, the patient had a large pulmonary artery dimension with a lack of choke point, pyramidal shape of the main pulmonary artery, and hard angulation of the rvot that contributed to the deployment and positioning issues. Due to the inability to recapture the first valve, flailed leaflet and severe tricuspid regurgitation occurred. The second valve was explanted, and the tricuspid valve was repaired. A surgical pulmonary valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0011962173); product type: 0195-heart valves. Product ID harmony-25 (j111192); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the valve was at a canted angle prior to being unsheathed. After the valve was unsheathed, an attempt was made to move the valve into a coaxial position, but this was unsuccessful and the valve became kinked. The "maldeployed" valve was unable to be recaptured into the 26 fr introducer sheath. Per the physician, the inability to recapture the valve may have caused vascular and tricuspid leaflet damage. Subsequently, a new valve and delivery catheter system were inserted into the patient, and the valve was deployed. Following deployment. The dislodged away from the annulus and into the right ventricular outflow tract. Ventricular tachycardia was noted. The procedure was converted to open surgery and the valves were explanted from the patient. The event resulted in a 30-minute procedural delay and prolonged hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.